Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. Rv lead revision is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.